Event description:
It was reported the patient's incision had not healed completely since a catheter revision (B)(6) 2010. Two of patient's health care providers suspect a cerebrospinal fluid leak or tear in the spinal cord. The drug, dosage and concentration used in the pump were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4). External cause. There was one device/package received. The package was received with the blister cracked/broken on the corner. The carton was not provided. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. A piece of the blister was missing but some of the broken blister was still adhered to the blister flange indicating that blister was whole and intact when sealed to the tyvek. Damage occurred outside of packaging facility and was caused by impact from the outside. There was no other damage to the package or device. Batch history records were reviewed and no protocols, defects, non-conformances or quarantine were noted. The product met all in- process and finished goods specifications upon release of the product.

Event description:
It was reported that the package was received damaged. The tyvek seal was open and the plastic was open and chipped. The device was not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.